Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) UDI#: (B)(6) h3: analysis of the device, model # 97745, s/n (B)(6) revealed the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that their controller wasn't taking a charge and this started about a week ago and the controller just shut off on monday. Pt mentioned the controller light coming on solid green when trying to charge, but the controller wasn't charging and the screen wouldn't come on. Pt said they met with the manufacturer representative (rep) today and they did troubleshooting and said a controller replacement was needed. When patient services specialist (pss) asked more information, the pt was unsure but did say that the controller powered on for a second with aa batteries and then turned off while they were troubleshooting the issue with the rep. Additional information was received from a patient (pt) regarding an external device. Pt called back from number registered re-reporting information previously documented in this case. Pt said they could "not get into it" when they were talking about their controller replacement. Pt said they have an MRI tonight and need to get the implantable neurostimulator (ins) charged. Patient services (pss) walked pt through removing the ba battery pack, plugging the controller into the ac power supply, pt confirmed it powered on. Pss had pt re-insert the battery and confirmed the green light on the controller was flashing. Pt then started a recharging session of their ins, first had poor recharge qual quality and mentioned that it's hard to find their ins then was able to start recharging with excellent charge quality. Pt said that they could not get a full charging session of their ins with a fully charged controller. Pt said they had gotten their ins charged to 90% and the controller had dropped to 10% and they then had to recharge the controller. No symptoms were reported.